Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure set up, the electrocardiogram (ECG) was connected however the analyzer or the implantable device were unable to be shown. Subsequently, the session was ended and an attempt was made to disconnect the mobile programmer base and the patient connector from the mobile programmer application, the screen froze and the host tablet was unable to be powered off. Troubleshooting steps were taken to swap out to an alternative mobile programmer which resolved the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.4.1.